Event description:
The customer reported that the system had a filament regulator error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. There is no other repair info available.